Manufacturer narrative:
Batch review performed on 17 november 2021. Lot 1909605: (B)(4). Expiration date: 2025-apr-20. No anomalies found related to the problem. (B)(4).

Event description:
The patient came in reporting pain due to a loose tibial component and the cause of the loose tibial component is unknown. At 1 year after the primary surgery, the surgeon revised the tibial tray and insert. The surgery was completed successfully. Inlay was revised as per standard procedure. There was no cement on the tibial component, it was all on the bone.